Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and high blood glucose. The customer stated that she had a bent cannula and the insulin pump did not alarm no delivery. The customer stated that she was vomiting and passed out. No further information was provided.